Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20's-30's mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer reverted to an alternate form of insulin therapy. It was also reported that the pump software did not accurately adjust the amount of insulin delivered. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.